Manufacturer narrative:
It was incorrectly reported that the power cord was frayed. Upon investigation it was determined that there was no frayed power cord. It was further determined that ibed function was not working due to broken side rail switch cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord was frayed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord was frayed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.